Event description:
It was reported faradrive steerable sheath clear was selected for pulmonary vein isolation procedure. During the procedure, when the sheath was inserted inside the patient and when an attempt was made for the first aspiration, air was noted from the port. As more than 10cc was drawn from the syringe, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.